Event description:
The previously reported mi lead to cardiopulmonary arrest with unsuccessful recussitation and subsequent death.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (myocardial infarction, death). Conclusions: inherent risk of procedure ¿ (myocardial infarction, death). (B)(4).

Event description:
During the index procedure the patient had one endeavor sprint drug eluting stent implanted in the lpda. It is reported that the patient suffered an mi approx 31 months post index procedure and expired on the same day. It is unknown if the mi was related to the target vessel. Investigator has assessed that the mi and death events were possibly related to the study device.